Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The shaft and the remainder of the device were inspected for damage. Visual examination showed damage in the form of 1 kink on the shaft located 27cm from the tip. The functionality of the device was checked by setting up the product per the directions for use. The device primed and ran as designed. The device was run for a period of 3 minutes in blades up and blades down modes with no issues or errors. The rex function was analyzed, and no issues were noticed. The damage is consistent with the device being pushed, pulled and torqued which may be caused by a procedural issue such as a heavily calcified area of the anatomy. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the device became stuck in the lesion and extravasation and vessel perforation occurred. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the patient's popliteal artery. Two successful blades down runs were completed, and then upon doing a blades up run the device became caught on some tissue in the vessel. The catheter became stuck in the vessel. When trying to pulled the catheter, it would not rex back, so the physician pulled the catheter somewhat hard and was able to remove the catheter. There was a bit of extravasation in the vessel and the blades would not retract, so the physician assumed there was probably something stuck in the blades. In the process of removing the catheter from being stuck, perforation of the popliteal and extravasation in the vessel occurred. The physician performed 20 minutes of balloon dilatation (4 separate inflations of 5 minutes each) to reduce the extravasation and the perforation of the vessel. The perforation closed up and resolved after the 20 minutes of angioplasty; enough to not have to place a stent. The procedure was completed with the unspecified balloon and no further acute complications were reported. The patient's condition one day after the procedure was okay.